Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the absorber canister was not closing properly causing the leak. The absorber canister was replaced, and the unit was returned to service.

Event description:
The hospital reported a large leak discovered during preuse checkout. There was no report of patient involvement.